Manufacturer narrative:
The filler was injected into the patient and is not available for return. The event is a physiological event complication and analysis of the device does not assist in determining a probable cause of the event. This is a known potential adverse event addressed in the product labeling.

Event description:
The healthcare provider reported injecting 1cc of evolysse form into the lips of a patient. Two (2) days post injection, patient experienced lumps, bumps, pain, and blistering. The hcp dissolved some of the product, but pain did not resolve.